Manufacturer narrative:
Event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced ineffective stimulation. Reprogramming was tried to no avail. X rays confirmed the lead migration. Surgical intervention is planned to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2017 wherein the lead was repositioned which resolved the issue. Effective stimulation was restored postoperatively.